Manufacturer narrative:
(B)(4). This is a report of a use error, where the supply line was capped but not clamped. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not follow therapy steps. The patient capped but did not clamp the supply line of a homechoice cassette. The technical service representative assisted the patient to continue therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.